Manufacturer narrative:
Testing and investigation found the device powered on with a white screen software error and audibly alarmed from the secondary speaker. The probable cause was due to a software error. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, a "device malfunction software error displayed on screen". This did not indicate a reportable malfunction. However, during verification testing at the service ctr, the device was powered on and displayed a whitescreen with the message, "device malfunction: software error."